Manufacturer narrative:
This report is submitted on october 05, 2023.

Event description:
Per the clinic, the patient experienced an infection at abutment site (date not reported) which was treated with oral and topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.